Manufacturer narrative:
(B)(4). Date sent: 5/24/2024. D4 batch #: a9d35j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch a9d35j, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the handpiece could not be assembled. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.